Manufacturer narrative:
No temporary vent blockage noted. The insulin pump was unable to prime during prime testing due to moisture damage on the force sensor. The insulin pump was unable to perform occlusion testing due to prime fill anomaly. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked belt clip slot, missing end cap sticker and scratched keypad overlay.

Manufacturer narrative:
The pump was received with no temporary vent blockage. The pump was unable to prime during prime testing due to moisture damage on the faulty force sensor system. The pump was unable to perform occlusion testing due to prime fill anomaly. The pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, missing end cap sticker and scratched keypad overlay. (B)(4).

Event description:
The customer reported via phone call of a temporary vent blockage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin was squirting out during the manual prime process. The customer was advised that insulin should be on the bottom with the reservoir on top when ready to remove the reservoir from the vial. The customer was advised that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. The customer stated that insulin continued to drip after letting go of the act button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.